Event description:
(B) (6). Same case as 2134265-2010-01484. It was reported that following a coronary artery stenting procedure the patient experienced angina. The lesion being treated was located in the mid left anterior descending (mid lad) artery. The physician implanted two (3.00x12mm and 2.75x16mm) taxus express2 study stents. There were no reported complications. At the 2 year follow-up the patient developed stable angina.

Manufacturer narrative:
Device evaluated by manufacturer: as the device has not been returned, the complaint investigation site (cis) could not perform a technical analysis. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4).